Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.50 x 32 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the 1st proximal stent strut row were noted to be slightly skewed. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent moved on the balloon. The 85% stenosed target lesion was located in the mid left anterior descending. A 3.50 x 32 synergy dru eluting stent was advanced for treatment. However, it was noted that the stent was loose. The procedured was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent moved on the balloon. The 85% stenosed target lesion was located in the mid left anterior descending. A 3.50 x 32 synergy dru eluting stent was advanced for treatment. However, it was noted that the stent was loose. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.